Event description:
Boston scientific received information that this system was explanted due to a pocket infection. No additional adverse effects were reported and no product return is expected. To date, there has been no system replacement scheduled.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.